Event description:
It was reported that on telemetry the patient's rate was intrinsic in the 40's when the device was programmed to a lower rate of 60. It was also reported that the ventricular capture management trend was varying, and that there were high thresholds at implant. It was noted that the patient is currently in atrial fibrillation (af), has been on dialysis, and there has been a change in medications, contributing to loss of capture on the right ventricular (rv) lead. Capture management was turned off and outputs were set to maximum. Capture was occurring at the programmed output. The rv lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2010. (B)(4).